Event description:
The following event occurred during treatment of a left side paraclinoid/ophthalmic aneurysm. The aneurysm was ruptured in 2003. The aneurysm size was reported to be the following: 6 mm, widith #1: 3 mm, width #2: 3 mm and the neck of the anreurysm: 3 mm. During the procedure false detachment occurred, lost access, and the gdc 10-ultrasoft stretch resistant coil synerg detection circuit broke off.